Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, the patient alleges elevated metal ion levels and a pseudotumor. No revision procedure has been performed to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
Legal counsel for patient reported patient underwent a revision procedure eleven years post-implantation due to allegations of elevated metal ions and pseudotumor. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.